Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of the positioning issues cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support and during support, there were positioning issues. The pump was explanted and replaced with another impella cp due to not being able to reposition the first pump. The patient survived the procedure.